Event description:
The physician was trying to retrieve the coil from aneurysm and it detached. The aneurysm was a 12.7 x 10 x 10 in the pcom artery. He had previously placed a coil and this was the second. About 75% of the coil was in the aneurysm and he attempted to retrieve the coil slightly to get a better frame with the loop he was working with. He noted that there was nothing remarkable in the feedback from the coil pusher except that it was retracting very smoothly. It was noticed at this point that the coil was detached. He proceeded to push the coil pusher forward so as to continue pushing the coil into the aneurysm. The procedure was then completed successfully with the use of additional coils.

Manufacturer narrative:
Device investigation: results: the proximal pet lock on the pusher is intact. The distal detachment tip (ddt) has the proximal constraint ball is still in the ddt. These observations are consistent with an undetached coil however, the coil is not attached. Conclusion: the unintentional release noted in the complaint is confirmed. The cause of the release was a break in the stretch resistant (sr) wire. The cause of this break could not be directly determined. In similar situations tensile force in excess of the tensile strength specification of the sr wire has caused similar failures. Excess tensile force during coil manipulation in this case may have occurred when the physician attempted to place the coil and then retract it into the sheath. Since 75% of this coil had been deployed and this was the second coil to go into the aneurysm, it is possible that the coil loops could have become tangled, adding to the force on the sr wire. The manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.